Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Upon visual inspection, no issues were found and device appers to be in good condition. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. A test guidewire 0.014" was inserted but resistance in tracking the guidewire into of the catheter was noted due to a plastic piece. A piece of plastic was observed stuck inside the monorail of the tip assembly.

Event description:
Reportable based on device analysis completed on 03apr2020. It was reported that catheter could not cross the lesion. The target lesion was located in the left anterior descending artery. During percutaneous coronary intervention, an opticross imaging catheter was selected for use. However, the catheter could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a piece of plastic was found inserted in the internal section of the monorail.